Event description:
Per the clinic, the patient experienced a decrease in performance along with a history of middle ear infection. The results of an integrity test indicated normal receiver stimulator function with multiple electrode anomalies. Per the physician, the patient was explanted due to improper placement of the electrode which resulted in erosion of the ear wall. The patient was explanted in 2009. Reimplantation is planned, but had not taken place at the time of this report two months later.